Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip ejected and jamming occurred after several firings. The ejected clip was removed with a forceps. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Additional information: what vessel or structure was the device fired on at the time of the event? Blood vessel. Was the clip fully advanced into the jaws prior to firing? The information was not provided from the hospital. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? The force of grasping the firing trigger was higher than usual. Were any unexpected noises heard? No. Did somebody other than the primary surgeon fire the instrument? If so, whom? The information was not provided from the hospital. The analysis results found that the device was returned in good visual condition. 5 preformed clips, 2 partially formed clips, 1 malfomed clip and 3 conforming clips inside a sample bag along with the device was returned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled, fed, and formed the remaining two clips as intended. No jamming occurred during testing. Finally, it locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.